Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, red particles, linear smooth opening in a crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Health professional later reported "breast mass", "fat necrosis", and "the capsule was severely contracted", baker grade unknown. Device has been explanted.